Event description:
Boston scientific received information that during a routine implant procedure, the physician was unable to remove the right atrial (ra) lead and right ventricular (rv) lead leads and experienced difficulty loosening the setscrews. Troubleshooting was performed, including the physician breaking the device header off, using eight different wrenches and drilling the setscrews. Ultimately, the leads were cut at the connector block and the device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory,visual inspection of the device confirmed both the ra and rv terminal pins remained within the header. Examination found the ra and rv ring setscrews were in the loosened position. The ra and rv tip setscrews were in the fully tightened position. When the ra tip setscrew was loosened, the terminal pin portion of lead could be removed. The rv tip setscrew was loosened; however, the terminal pin could not removed due to damaged sustained during troubleshooting attempts in the field.